Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during an emergency laparoscopic appendectomy procedure. After the appendix had been removed, a small piece of light blue plastic (rubber type material) was seen resting on the bowel. The surgeon removed this material with a grasper and further evaluated the abdominal cavity before closing the patient. Once the trocar was removed and evaluated, the item was deemed to be apiece of the trocar gasket / inner lining.